Event description:
It was reported that the patient was found to have high right ventricular (rv) lead threshold some time post implant. A rv lead revision was performed and good threshold was obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-mri52, lead, 2014; 3058, interstim urinary mgu ipg, (B)(6) 2011; 3037, neuro programmer, (B)(6) 2011; 3889-28, interstim urinary mgu lead, (B)(6) 2006. (B)(4).